Manufacturer narrative:
(B)(4). The device was received with a blank display due to case cracked behind the device at the corner of the belt clip rails, cracked case at battery tube side and cracked battery tube threads. The cracked case at battery tube side shifted the battery tube out of position not allowing proper contact between the battery cap contact and battery tube. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump was got broken at the back of case. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that insulin pump was not dropped. The insulin pump was returned for analysis.